Event description:
The patient had a concomitant surgical procedure of mitral valve repair through minimally invasive / thoracotomy. During the same procedure on ((B)(6) 2024) a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a cardioblate generator were used. The left pulmonary vein (lpv) was not performed as it was not able to be done due to thoracotomy surgical approach and right pulmonary vein (pv) conduction block was successfully achieved. On ((B)(6) 2024) the patient experienced pauses. Pauses were noted on the patients heart monitor while admitted from index procedure hospitalization. The adverse event was deemed by the site as unlikely related to the cardioblate lp clamp, possibly related to the cardioblate cryoflex probe and possibly related to the study procedure, the concomitant procedure and the study device. The rationale for relating to concomitant procedure: pauses possibly related to the study procedure due to myocardial edema, possibly related to the mitral valve repair due to annuloplasty sutures. The rationale for relating the adverse event to device: because of minithoracotomy pi could not use the probe to due to lack of art iculation of the jaws to due rf lesions in right atrium. The cryo flex probe had wide deeper lesions so possible spread affecting conduction bu. The adverse event was deemed by the sponsor as related to the procedure ad not related to the cardioblate cryoflex probe, the cardioblate console, the cardioblate clamp or the concomitant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.